Event description:
During a same day procedure a disposable handpiece for the novasure ablation system failed to deploy correctly. Another handpiece was tried and deployment was successful. Both items were the same lot number and we were able to successfully complete the procedure without further incident.